Manufacturer narrative:
Concomitant medical products: 4194-88 lead, implanted: (B)(6) 2008; d314trg device, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had fractured and no capture was observed. A previously capped lv lead was then activated and the existing lv lead was capped. During the procedure, the right ventricular (rv) was then connected and high rv coil impedance was noted, along with no superior vena cava (svc) coil impedance seen. The leads were disconnected and tested via analyzer; the svc coil impedance was optimal and the rv coil and rv tip to rv coil impedance were high. A fracture of the rv coil was suspected. The physician noted there was a brown stained area under the insulation, just distal to the "yolk of the lead" where the conductors appeared to be stretched out and otherwise altered. The svc coil of the rv lead was connected to the rv coil port of the device and the svc defibrillation coil of the rv lead remains in use. No patient complications have been reported as a result of this event.